Event description:
It was reported that the pt had a lot of bladder infections since the device was implanted. Symptoms occurred following an implant. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).